Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had battery failed test alarm. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the insulin pump rejected batteries recently five to six times. Customer had to take out and replace to get it to work not effecting the insulin pump. The device will not be returned for analysis.